Event description:
Allegedly, patient was revised due to unknown reasons. Additional information received on 10/27/2020 from reliability engineer : adding partial product information. Additional information received on 11/06/2020 from reliability engineer : updating incident description. Allegedly , patient was revised due to wear of the polyethylene liner.